Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced discomfort, pain, a skin burning sensation, and a large red rash at the needle puncture site. The patient went to the emergency room (ER) and was diagnosed with a sensor insertion site bacterial infection. The patient was advised to undergo an ultrasound to rule out a retained foreign object and there was no object identified. No diagnostic lab testing was performed to determine the type of bacterial infection. After approximately two hours, he was discharged with a prescription for oral cephalexin (dosage not specified) to continue until (B)(6) 2026. The patient stated he did not pick up the medication and started treatment until two days after it was prescribed. At the time of reporting, the site was improving. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced discomfort, pain, a skin burning sensation, and redness at the needle puncture site. The patient went to the emergency room (ER) and was diagnosed with a sensor insertion site bacterial infection. The patient was advised to undergo an ultrasound to rule out a retained foreign object and there was no object identified. No diagnostic lab testing was performed to determine the type of bacterial infection. After approximately two hours, he was discharged with a prescription for oral cephalexin (dosage not specified) to continue until (B)(6) 2026. The patient stated he did not pick up the medication and started treatment until two days after it was prescribed. At the time of reporting, the site was improving. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.